Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please confirm the specific number of patient events. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number. For each patient event please provide: event date, product code and lot number involved, procedure, and event description. Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed?

Event description:
It was reported that during a thoracic lobectomy, the bottom jaw of the device that houses the cartridge seemed 'pinched shut' when they opened it and had to force the cartridge in. A second device was used and had the same issue. The case was completed using the two devices. There were no patient consequences. The customer told the rep this has happened in 'several recent cases.' No additional information is available at this time.